Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2022, a 30mm amplatzer cardiac plug (acp) and a 14f amplatzer torqvue 45x45 delivery sheath were selected for procedure. During procedure, a lobe of the 30mm acp would not open properly on a second deployment attempt. Reportedly, the 30mm acp was partially recaptured once because only half the acp's lobe was inside the patient's left circumflex artery during the first deployment. The acp was also noted as being too proximal to the opening of the circumflex artery during the first deployment. The patient was noted as having an acute angular vessel, but there was no interaction with cardiac structures and no kink or angulation noted in the delivery system. The decision was made to remove the acp and complete the implant procedure with another 30mm acp. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure and no adverse patient effects reported. The patient was stable at the time of report.

Event description:
N/a.

Manufacturer narrative:
An event of device deformity was reported. The device was returned to abbott for investigation and the device met functional specifications when analyzed under non-physiological conditions. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. The cause of reported incident could not be conclusively determined but is consistent with use of larger sheath used for deployment.based on the information from field, a 14f sheath was used to deliver the device, please note that per the instructions for use, the recommended size delivery system for use with a 30 mm amplatzer cardiac plug is an 13f.